Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the cause of the patient¿s hemodynamic instability and v-fib experienced during the ta tavr procedure cannot be confirmed; however, per report the ¿patient¿s right ventricle could not handle the pacing runs and became volume overloaded¿ which could have caused the event. The device was not available for evaluation, as it remains implanted in the patient. There was no allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences field clinical specialist report, while positioning the 23 mm sapien valve via the ascendra delivery system in a transapical (ta) tavr procedure, the patient became hemodynamically unstable. The team then deployed the 23 mm sapien valve in a 50:50 position. Post deployment, the patient still was hemodynamically unstable. High dose pressor support was administered as well as cardiac massage. Despite the high dose pressors, the patient still was hemodynamically unstable. While the team was doing chest compressions, the patient went into ventricular fibrillation (v-fib). The team shocked the patient into normal sinus rhythm. As chest compressions continued, echo revealed little to no movement of the right ventricle so the patient was put back on bypass support. During this process, the patient went into v-fib again and was successfully shocked back into normal sinus rhythm. Once on bypass, the patient slowly became hemodynamically stable. After the patient was safely weaned off by-pass support, the team removed the sheath and closed the apex of the heart. Post deployment echo revealed mild paravalvular leak (pvl). At the conclusion of the case, the patient was stable and transferred to the unit for post-op management. According to the team, the patient's right ventricle could not handle the pacing runs and became volume overloaded, which caused the patient to become hemodynamically unstable. It was reported that a week later the patient was doing well and was discharged.